Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm morphology was not reported. The aortic neck was severely angulated at 75 degrees. Vessel morphology was reported as moderate calcification and moderate tortuosity. Approx 1 year ago, coils were placed in order to treat a type ii endoleak. It was reported that approx 1 month ago, the aneurx bifurcated stent graft and the iliac limb (MFR report # 2953200-2010-01414) had separated from each other, resulting in a junctional type iii endoleak in the middle of the aneurysm sac. The physician believes that the implantation of the coils, along with aneurysm enlargement and vessel morphology, may have contributed to the separation. The physician elected to treat the type iii endoleak with the placement of a talent converter device and another MFR's stent, followed by performing a femoral-femoral bypass, and the type iii endoleak was successfully resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak; type ii endoleaks treated with coiling, aneurysm enlargement, vessel morphology. Conclusion: type ii endoleaks treated with coiling, aneurysm enlargement, vessel morphology.